Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine result generated by the au2700 clinical chemistry analyzer for one patient. The initial creatinine result of 4.52mg/dl was reported out of the lab and patient was referred to a specialist. The specialist questioned the result and the original specimen was re-tested. A) creatinine result was amended to 0.80mg/dl. The high creatinine result affected calculation of the estimated glomerular filtration rate (egfr) for the patient. There was no known treatment in connection to this event.

Manufacturer narrative:
Qc was acceptable before and after the event. There were no flags or errors generated by the instrument at the time of this event. When the specimen was re-tested approximately 10 days later, some particulate matter was observed in the original sample gel tube. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.